Event description:
A malfunction was reported with the pump, indicated by a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.